Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 75 year old male with an impella cp (5.5) device placed on (B)(6) 2026 at 12:48 pm via right femoral arterial percutaneous access for pre operative support. Hemolysis was suspected based on tinged foley/urine and laboratory findings. The patient was noted to have no anatomic cardiac abnormalities, and no blood product administration was reported. The patient experienced hemolysis during impella cp support, associated with deep pump positioning confirmed by echocardiography. The patient remains on mechanical circulatory support with further clinical management pending physician direction, and the pump will be returned for evaluation once explanted. Hemolysis is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
B1 ( is product problem) has been ticked. D1 ( brand name) has been updated. D3 (manufacturer fax) has been added. E4 (reporter also sent report to FDA?) Has been updated to "unknown." G2 (is report source company rep) has been ticked. Hemolysis / mechanical interaction with blood: the cause of the hemolysis issue was most likely use-related, as it was confirmed from the clinical details that the pump was not in a good position and that position adjustment resolved the issue, based on the clinical details. Device in wrong position: the cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.